Event description:
Report received of a backflow of fluid from the secondary line to the primary line. The device was returned to the biomedical engineering department with an unsigned note that stated, "door broken and the secondary meds pumped back into the primary when set." No tracking information was provided. There were no reports of any adverse patinet events while the device was in clinical use.